Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl with trace ketones. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer administered a correction injection to address the blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.